Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hrs. Reporter is a synthes employee. Manufacturing site: (B)(4), release to warehouse date: october 5, 2020. A manufacturing record evaluation was performed for the finished device 04.200.030ts lot # 67p6918, and no nonconformance's were identified. Visual inspection: a cortex screw within its inner sterile tube was returned for investigation with the reported condition that the screw tube did not deploy from outer tube in theatre. The plastic tube is deformed at its end. The screw inside is intact. The outer tube is missing. Functional test / dimensional inspection: could not be performed due to the damage incurred and the missing outer tube. However, dimensional inspection and functional test were performed per 100% at the time of manufacturing with no non-conformities documented. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Conclusion for deformation issue: the complaint condition is confirmed due to the deformation found. Because of the damage, it is not possible to measure the relevant dimensions anymore. This lot was manufactured in october 2020, and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. While no definitive root cause for the deformation could be determined, we assume that the device was exposed to extreme temperatures which finally resulted in the deformation. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Conclusion for packaging issue: the complaint condition for the reported issue "the tubes did not open accordingly" cannot be confirmed based on the received and missing part. This lot was manufactured in october 2020, and we are not aware of any other complaint for this part- and lot number combination. While no definitive root cause for the deformation could be determined it is possible that an application issue during its use has caused the malfunction of "did not open accordingly". During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the tubes did not open accordingly. There was no patient consequence. This report involves one (1) 3.5mm ti stardrive cortex screw self-tapping 30mm. This is report 1 of 1 for (B)(4).